Manufacturer narrative:
H3, h6: the cable assy bi30000443 mvs interface (rev. 3 : s/n (B)(6) ) was returned for analysis. Analysis found no fault with the returned device. The cable passed bench testing and continuity testing. The device was installed into a known good system and the system initialized. Motion, generator, communication, and charging readied. 2d and 3d imaging passed. The engine bi30000111 plr iport gbt ethr ip (rev. 4 : s/n (B)(6) ) was returned for analysis. Analysis found that the complaint could be confirmed. The device was installed into a known good system and the system did not initialize. Motion and generator readied. Communication failed and system was in standalone mode. The pcba was determined to be defective. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that the system was fully functional after replacing the malfunctioning pleora frame grabber. Interface cable also replaced. Evaluation of the returned frame grabber was not complete at the time of this report. A follow up report will be sent when evaluation is complete. H6 - evaluation codes c02 and d02 apply to the system. Codes c21 and d16 apply to the concomitant device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the o-arm is showing "connected but not ready" after multiple boots of the system. The rep disconnected/reconnected the umbilical cable and still gets the same behavior. There was no patient involved.